Event description:
It was reported to ge that the table top drive can experience uncommanded motion. It was reported that on several occasions the table top has extended toward the head end of the table when the system experienced a power disturbance. The top has reportedly extended as far as the mechanical limits, damaging the mylar table cover and the table top position potentiometer. The table was calibrated, all controls were checked, and the table was found to be operating normally. No injuries were reported.